Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the complaint review, there is no indication of a lot specific product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), electronic, instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with mild calcification and moderate tortuosity. After pre-dilatation with a 2.5x12mm balloon, the 2.75x48mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was implanted. However, after the stent was post dilated with a 2.75x12mm non-compliant balloon, a distal edge dissection was noted. Therefore, a 2.75x33mm xience xpedition stent was used to treat the dissection. There was adverse patient sequela. No additional information was provided.